Event description:
It was reported that the high frequency resection electrode broke, and the device triggered an alarm. The issue occurred during a therapeutic prostatectomy procedure for prostatic hyperplasia. A new electrode was immediately replaced and the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4, h6, h11 the device was not returned for evaluation; however, photos were provided which confirmed that the distal end was deformed, and the electrode wire is broken (no parts missing). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event is likely due to usage related wear and tear. Olympus will continue to monitor field performance for this device.